Manufacturer narrative:
Concomitant products: product ID: 37746 serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient had it taken out because the wires had shifted somehow. The patient stated you could see the wires had moved by feeling them. It was stated you could see they weren¿t where they should have been. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated unable to adjust stimulation with pp event captured in (B)(4). Unrelated interstim; lost weight event captured in (B)(4). Unrelated 2nd surgery/ins sticking out event captured in (B)(4).